Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 15-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when prepping the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, they noticed that the hemostatic valve was loose. When they went to insert the dilator, the valve pushed forward with it. The sheath was replaced and the issue resolved. Additional information was received on the event. The white piece inside the hub was loose. The hemostasis valve (gasket) did not break into two or more separate pieces. The white piece inside the cap/hub was detached. The sheath was not being used on the patient. The faulty piece was discovered during table preparation before the case began. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when prepping the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, they noticed that the hemostatic valve was loose. When they went to insert the dilator, the valve pushed forward with it. The sheath was replaced and the issue resolved. Additional information was received on the event. The hemostasis valve (gasket) did not break into two or more separate pieces. The white piece inside the cap/hub was detached. The sheath was not being used on the patient. The investigation was completed on 13-feb-2022. An analysis was performed on the picture that was provided by the customer. According to the picture provided by customer, the hemostatic valve appears dislodged in the hub. Customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. It was performed a microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ an internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)